Manufacturer narrative:
Product was not returned.

Event description:
Consumer stated the front part of dental guard is narrow/thin and that it broke during the bite down to make the teeth impression.